Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer plugged the pump into a power source and the pump was able to be turned back on. However, the pump shut off again and became unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.